Event description:
It was reported that during device check the pulse generator exhibited a diagnostics anomaly. After the device diagnostics was cleared, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.